Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and a temperature alarm. Reportedly, the customer was at the beach when the alarm occurred. The customer's blood glucose level was not impacted. The customer indicated would use manual injections as alternate insulin therapy. Reportedly, there was a delay in clearing the alarms. However, during follow up with tandem technical support, the customer was able to clear the alarm and resume pump.